Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information was received (B)(6) 2015 stating that a dye study and roller study was done. They were not able to aspirate from the cap (catheter access port) so a catheter revision would be scheduled pending insurance approval. The roller study was normal and showed no issues.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen and fentanyl (concentrations and doses unknown) via an implantable infusion pump. Patient medical history included non-malignant pain. In (B)(6) 2015, on the day after the patient's last 2 refills, the patient experienced headache. The patient stated it felt like a spinal headache but it was not debilitating. The headache would start around 10-11 am everyday regardless of the patient's activity and what time he would wake up. A month and a half after the refill, the headache went away but it returned again one day after the next pump refill. At the time the headaches started, the baclofen and fentanyl doses were increased. The headache improved when the patient would lie down. The patient also had a rash on his back. The patient was to have magnetic resonance imaging (MRI) and magnetic resonance angiogram (mra) with contrast of the head and a computed tomography (CT) scan of the chest in the future. The patient had no falls or trauma. The patient stated that he was healthy for the most part. In (B)(6) 2015, the patient had some teeth extracted due to a dental infection. The patient took oral antibiotics. The dentist commented that the teeth may have been causing the headaches. The infection was cleared and the teeth were pulled; however, the headaches did not resolve. Additional information has been requested, but was not available as of the date of this report. 2015 (B)(6) update: (B)(6) 2015- additional information was received from a consumer. The patient had a chest computed tomography (CT) on (B)(6) 2015 and it was negative. The patient was having a magnetic resonance imaging (MRI) and magnetic resonance angiogram (mra) of the brain on the evening of (B)(6) 2015. It was confirmed there was no pump alarm. The patient was getting the headaches at the same time every day. The reporter was checking into the medications and pharmacies if the MRI/mra was negative. The pump doctor did not think that the headaches were related to the pump at this time. (B)(6) 2015 - additional information was received from a company representative that indicated the patient had a MRI on (B)(6) 2015. It was also reported, a pump alarm was heard, but telemetry did not confirm the alarm. The pump logs were checked and the pump volume was checked for accuracy. The MRI was done on (B)(6) 2015 and logs showed a stall on that date and then the tube set warning 48 hours later. The pump was not read until (B)(6) 2015 at which point it showed the recovery. A refill was done and the volumes matched; therefore it could not be determined when the pump recovered since they never read it after the MRI. The healthcare provider (hcp) thought she heard an alarm from the pump, but that it sounded different than the normal alarms. The patient thought he heard it too. The reporter was not sure when they thought the noise they felt was an alarm started. The logs were checked and they could not find any reason for an alarm. A spinal headache was also reported. The change in therapy/symptoms was sudden and this started in (B)(6) 2015. The patient had been complaining of a spinal headache for a few months. The physician did not believe it was related to the system. It was also indicated the patient was receiving intrathecal fentanyl 1000 mcg/ml (dose 275.5 mcg/day) and baclofen 350 mcg/ml (dose 96.44 mcg/day) via an implanted pump.